Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 23-aug-2018 with the following findings: a review of the black box showed evidence of a short battery life with a drastic voltage drop leading to a call service 128 alarm. The battery compartment and cap were undamaged and able to fit. The ¿ez-prime¿ steps were performed correctly and the sleep current readings were above specifications. The reported ¿short battery life¿ complaint was duplicated. The pump cover was removed and moisture corrosion was found to the continuous glucose monitoring module. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2018 alleging a battery life issue. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long-term cessation of insulin delivery if the user is unable to resolve the alarm.